Event description:
Customer reported device = 25 mg/dl and lab = 117 mg/dl. Customer reported device = 52 mg/dl and lab = 176 mg/dl. Customer stated testing was performed with a zero timeframe between testing. Treatment information was not provided. Controls were in range. A request was made for return product and replacement product was sent.